Manufacturer narrative:
(B)(4). Batch # r94a5v. Investigation summary: the device was returned with no apparent damage. In addition, the blade was not broken off as reported. The device was tested on generator and it was found that the max and min hand control switch assembly buttons were not functional. However, it worked properly with foot switch assembly. The device was disassembled to inspect internal components and it was noticed that one of the pogo pins was detached and not returned with the device. There is insufficient evidence to determine how the pogo pins were broken, however; it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that when the customer opened the device, they realized that the jaw, the active shear element, was broken. They opened another scissors and continued to work. There were no consequences for the patient.